Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a guidezilla guide extension catheter. The shaft, collar, and tip were microscopically examined. There was blood present inside the shaft of the device. There were numerous kinks throughout the shafts of the device. The distal shaft had a partial separation with part of the shaft in the collar damaged. The ptfe was the only part holding the collar and distal shaft together. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-aug-2017. It was reported that the catheter was "stiff and does not fall". The 70% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that the guidezilla¿ was "stiff and does not fall". The device was not able to get inside when the catheter was first used. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed that the distal shaft had a partial separation with part of the shaft in the collar damaged.